Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button one of a 6-12f mynx control venous vascular closure device (vce) locked up halfway when the doctor fired it. Pressure had to be held, the second device functioned properly, and the patient is doing well. There was no reported patient injury. The user is extremely experienced and has been using the device for approximately one year. It did not appear that the sealant was fired. The tension line was centered for the device. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, button one of a 6-12f mynx control venous vascular closure device (vcd) locked up halfway when the doctor fired it. Pressure had to be held, the second device functioned properly, and the patient is doing well. There was no reported patient injury. The user is extremely experienced and has been using the device for approximately one year. It did not appear that the sealant was fired. The tension line was centered for the device. Two non-sterile mynx control venous closure devices were returned for investigation. Visual inspection of device 1 showed that button 1 was partially depressed while button 2 was not depressed. The stopcock was open, with a cordis mynx syringe attached to the unit. The sealant was deployed but remained mounted on the delivery shaft. The sealant sleeves presented no abnormal conditions. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no damage or abnormal condition. No additional anomalies were observed during this analysis. Visual inspection of device 2 showed that both button 1 and button 2 were not depressed. The stopcock was open, with a cordis mynx syringe attached to the unit. The sealant was in its manufactured position, fully covered by the sealant sleeves, which showed no abnormal conditions. The csi was not returned for this evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no damage or abnormal condition. No additional anomalies were observed during this analysis. A functional simulated deployment test could not be performed on device 1, as the sealant was already exposed and still mounted on the delivery shaft, and button 1 was received partially depressed. However, button 1 was successfully fully depressed during testing, followed by full depression of button 2, which resulted in the expected balloon retraction. A simulated deployment test was able to be performed on device 2 to ensure functionality. The device operated as intended, deploying the sealant and retracting the balloon as expected. After aligning the tension indicator by pulling distally, button 1 and button 2 were depressed in the instructed sequence with no issues observed. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned devices since both passed functional analysis with no resistance or anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since both devices passed functional analysis. However, procedural/handling factors (even though it was reported that alignment of the tension indicator was made prior to attempting depression) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the mynx control venous IFU, after inflating the balloon, it states ¿align the device with the tissue tract. Pull gently to retract the device and procedural sheath until the black line in the tension indicator window aligns with the marks on both sides of the white handle. This indicates that the balloon is abutting the venotomy and that the device is positioned to appropriately deliver the sealant extravascular to the venotomy.¿ per step 2: deploy sealant, the IFU instructs, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ neither the product analyses, nor the information available for review suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.